Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited high capture threshold and inadequate sensing issue. A chest x-ray was performed which showed the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient was stable throughout.